Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of tubing detachment from connector on (B)(6) 2024. Infusion set was used for 1 hour. Patient replaced infusion set and resumed insulin successfully no further information was available.